Manufacturer narrative:
Several unsuccessful attempts have been made to bring the patient into the clinic for troubleshooting. As of today, the lead remains in service. Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific crm received information that this lead exhibited a single low, out of range shock impedance.